Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised. Patient presented in severe varus due to tibial baseplate loosening. Intra-operatively, it was noticed that the insert had cracked medially posteriorly.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed via visual inspection of photographs of the device. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted triathlon insert with a posterior medial crack/fracture as well as damage consistent with attempted implantation/explantation. Material analysis: not performed as the device was not returned. Dimensional inspection: not performed as the device was not returned. Functional inspection: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot. Conclusion: visual inspection of the device photographs confirmed the reported crack/fracture of the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised. Patient presented in severe varus due to tibial baseplate loosening. Intra-operatively, it was noticed that the insert had cracked medially posteriorly.